Event description:
It was reported that a pt underwent a sling procedure three yrs ago. Approx two weeks after the procedure, the pt had a severe urinary tract infection which required antibiotics. She then had repeated episodes of urinary tract infections. Six weeks after the procedure, the pt developed urge incontinence. The pt was referred back to the hosp following onset of urge incontinence and underwent a cystoscopy and urodynamics but no cause was found or further treatment given. Additional info has been requested.

Manufacturer narrative:
(B)(4) - urge incontinence, urinary tract infection occurred. Conclusion codes: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.